Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) display was out of specification. It was indicated that the display was missing pixels. It was also indicated that lower case was broken and the keyboard was scratched. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) menu display was bad and was missing dots. The epg was returned for service. There was no patient involvement.